Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were zero lot numbers delivered to the customer during this time period the search was then extended to find that last delivered lot; there were no results. Therefore, a lot history and production record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
During follow-up for another event, it was reported that this female hemodialysis (hd) patient experienced a dialyzer reaction. The patient was utilizing the optiflux f160nre dialyzer. This patient was undergoing her first hd treatment on (B)(6) 2025. The patient was scheduled for a three-hour treatment. Thirty minutes into the treatment the patient reported feeling flush and shortness of breath. The patient was administered benadryl as a precaution (route and dose not provided). The patient requested to come off the treatment. The patient sat with the staff. The patient thought she might just be anxious as this was her first hd treatment. The nurse practitioner (np) and the patient¿s family were notified. The np did not feel as though it was a reaction at that time of the event.

Event description:
During follow-up for another event, it was reported that this female hemodialysis (hd) patient experienced a dialyzer reaction. The patient was utilizing the optiflux f160nre dialyzer. This patient was undergoing her first hd treatment on (B)(6) 2025. The patient was scheduled for a three-hour treatment. Thirty minutes into the treatment the patient reported feeling flush and shortness of breath. The patient was administered benadryl as a precaution (route and dose not provided). The patient requested to come off the treatment. The patient sat with the staff. The patient thought she might just be anxious as this was her first hd treatment. The nurse practitioner (np) and the patient¿s family were notified. The np did not feel as though it was a reaction at that time of the event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the fresenius optiflux f160nre dialyzer and the patient¿s reaction (characterized by shortness of breath and flushing) with the administration of benadryl as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. There is no evidence of an optiflux f160nre dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the optiflux f160nre dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.